Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. Functional testing performed by the res confirmed the system was operating properly. A visual examination of the machine was performed; no burnt components were identified and no problems were found. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode of smoke emanating from the machine. The evaluation of the complaint device confirmed that the 2008t hd machine functioned fully as designed and met specification. Therefore, the complaint has been deemed not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician requested on-site service for a report of smoke emanating from a 2008t hemodialysis (hd) machine observed by a staff member. There was no patient connected to the machine at the time of the incident. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. Functional testing performed by the res confirmed the system was operating properly. A visual examination of the machine was performed; no burnt components were identified and no problems were noted. The unit has been returned to service at the user facility without a recurrence of the event as reported.